Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent a visual and function inspection at the repair base. The reported issue was confirmed. It was determined that the device did not meet the specifications. Other findings were: flooding of the cable causes image defects (noise flickering and disappearance) and corrosion of the electrical contacts at the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): the following is described in the ¿warning¿ section of the instruction manual ¿precautions for cases where endoscopic images disappear unexpectedly, or freeze cannot be released¿. -if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. The following is noted in the ¿warning¿ section of the instruction manual ¿connecting to the internal video system center¿. -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged *caution: indicates a potentially hazardous situation which, if not avoided, could result in moderate or moderate injury or damage to the device." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the cable was disconnected while using the camera head. The issue occurred during preparation for use for a therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
E2: no information. The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.